Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins is not working and it is as if it is shorting out, causing cramping, and patient cannot get out of bed because they sick to their stomach. Patient stated this started all of a sudden and the ins moved a lot so maybe something twisted. Patient thinks it is doing something to the muscle around the box because it is so inflamed. Patient also reported numbness down their legs and feels like something is playing tug of war with their nerve. Troubleshooting was unable to be performed as the patient was not able to get their 3037 programmer to power on at all. They had been tried for almost 2 hours and tried various types of new batteries but were not able to resolve. No signs of corrosion were seen. A replacement programmer email was sent to repair. Patient has an appointment with their managing physician next tuesday.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.